Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm while rewinding her insulin pump. Customer's blood glucose was 155 mg/dl. She stated she replaced her reservoir but the alarm persists. She also reported that all her settings were errased after she received the first motor error alarm.the customer could not recall any significant events leading to the alarm. She stated that she was able to rewind her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received stuck in a loop for the motor error alarm during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump passed the prime, displacement, and basic occlusion tests. A cracked reservoir tube lip and scratches on the display window were noted.